Event description:
(B)(4). Initial report: this non-serious spontaneous report was received from a nurse via our affiliate in (B)(4). (B)(4). This case, reported by a nurse, concerns a patient of unknown gender and origin. The patient's medical history was not provided. No concomitant medications were reported. The patient received three course of poly-l-lactic acid (sculptra) on (B)(6) 2006, dosage and indication unknown. On an unknown date the patient returned to the clinic for review and has requested thread vein removal. The nurse identified thickened tissue around the area where poly-l-lactic acid was used and it is not thought to be granulomas. The patient outcome was unknown. Corrective treatment, if any, was not reported. The reporter did not provide causal assessment. Further information is being requested.

Manufacturer narrative:
Addendum for follow-up received on 14-nov-07 (2) and 22-nov-07: (B)(4): brr (batch record review) without hint to root cause. The brr is done on a routine basis during our release procedures. The brr was repeated concerning the reason of complaint. The brr gave no indications of problems during the manufacturing process with regard to the reason of complaint. No faults, defects, damages detectable. The review of the DHR (device history report) and of the analytical results of the involved batch didn't show any anomaly that could be related to the event that occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Additional information was received from the physician. The patient is female. The patient has received botox in the past with no problems. There are no concomitant medications and no risk factors. The patient received therapy with poly-l-lactic acid on three occasions, which were (B)(6) 2006, batch number a5008. She has had no other treatments. Approximately six weeks ago the patient developed lumps and bumps everywhere which were described as huge lumps under the skin, but they were 'not rash like', not 'nodule like' and not itchy. The bumps were not localized, but were all over the face and body. The physician states these are definitely related to therapy with poly-l-lactic acid. The patient has not received any corrective treatment and she has not been hospitalized. The physician stated the patient is extremely distressed as the lumps have not subsided at all. Additional information was received on 22-nov-07 upgrading the report to serious. Information from the physician indicates: the patient received therapy with poly-l-lactic acid on three occasions. The first treatment was on (B)(6) 2006. One vial was administered to the upper to half of her left side and right side of the face. The second treatment was on (B)(6) 2006. One vial was administered to the left side and right side of her whole face, except for the zygoma. The third treatment was on (B)(6) 2006. One vial was administered to the left side and right side of her lower face. The patient experienced no problems until (B)(6) 2007 when she developed lumps over her cheeks, zygomatic arch, nasolabial lines and chin. These were progressively worsening. On (B)(6) 2007, the patient was reviewed and she had developed "lumps," thickened tissue deposits under her right eye and slightly under her left eye, both sides of her nasolabial and chin crease. An ipl (intense pulsed light) treatment was also discussed for facial thread veins, but noted that the lumps were appearing worse on the right side than on the left. The lumps were increasing in size and number. They would fluctuate in size, but would never become even with massage. Now the lumps were noted over both cheeks, plus lumps down both sides of the nasolabial lines and thickened skin over the chin. The physician considered the event as serious as it was a permanent impairment of a body function or permanent damage to the body structure (skin). The physician did not know if the event occurred again whether it would lead to death or serious injury or deterioration in health. The patient had not experienced any similar events after new-fill/sculptra or any other product treatment. There was no histology or other laboratory tests performed. No corrective treatment was given as the doctor was unsure what to do. The patient's outcome at the time of the report was considered worsened. The physician believed the events to be definitely related to therapy with sculptra. No further information is expected.